Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a cracked controller screen was unable to be confirmed. A review of the event log file, extracted from (B)(6), contained data spanning approximately 3 days ((B)(6) 2024 per timestamp). All of the captured data appeared to show the system controller operating as intended throughout the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the system controller was exchanged due to the damaged screen, however no product is returning to abbott. It was stated that the clinician was unable to see or read vad (ventricular assist device) parameters. No photos or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller screen. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was exchanged.

Event description:
It was reported that the patient's log files were submitted for evaluation. The system controller screen was cracked and the pump parameters were not visible.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.